Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.investigation summary: the complaint device was sent to the supplier and evaluated. Per evaluation report, the complaint that the device is having scratches can be confirmed.it was found during evaluation that the outer tube was damaged, needle outer tube was bent, distal tip has deposits, image error on camera cloudy/blurred and there was moisture in system. The device was repaired and found to be working according to the specifications.user mishandling is the possible root cause for the reported issue. Other than that we cannot discern a definite root cause. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified.at this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.UDI: (B)(4).

Event description:
It was reported by the sales rep that the hd ep scope, 1.9, 30, 60 is scratched and will be returned. The ccs display port is not working consistently, issue has been resolved in the field. The rep wanted to report the complaint but the ccs will not be returned for service. The issue were not found in a case, no surgery impact. Additional information received from the affiliate reported the video signal was displayed intermittently while in use.